Manufacturer narrative:
(B)(4). Visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has been compromised. The reported event has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when opening the box of the taperloc stem, the sterile container inside the box that was holding the stem was found broken, compromising sterility. The procedure was completed using another stem. There is no additional information available at the time of this report.